Event description:
Patient was being suctioned when the catheter was noted not to work. Mom informed the staff member this occurred earlier. They removed all catheters with this lot number. If the manufacture needs please contact our rep who works with manufacturer.